Event description:
It was reported that during cleaning at the user facility, the saw was leaking form its head. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The boot was found to be damaged and pushed into the saw head, allowing liquid and material to enter the saw head, which is a probable cause of the leaking that was reported.